Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "breast cancer", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient injected into the marionettes with juvéderm® volift¿ with lidocaine. One month later, patient "developed nodules in the area on both sides", "the nodules are not that visable, but they are hard to touch and feels they swell in the morning and reports they are slightly painful." Patient has been diagnosed with non-device related breast cancer and has undergone a lumpectomy, and has had 1 round of chemotherapy ec- paclitaxel. Symptoms ongoing/unresolved.